Event description:
It was reported that the intraocular lens (iol) was split. There was contact with patient's operative eye. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.